Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure to treat a permanent atrial fibrillation was performed with a farawave catheter. It was reported that the patient had permanent af for 20 years and heart failure with a very impaired ejection fraction pre procedure; the physician reported that this was a "last chance procedure" for this patient. The procedure started, the patient was in atrial fibrillation (af) and vitals were stable. During the procedure, the af slowed, and the patient eventually went into 1:1 atrial flutter and the patient was shocked. The sinus rhythm was restored but was slow due to the sinus mode that had difficulty in recovering. The physician and nurses had to massage the patient and give noradrenaline to help the patient recover. The procedure was continued, but after a few minutes the patient's heart rhythm decelerated (bradycardia) and the patient went into av block. Cardiac massage was given for a few minutes but the patient did not recover and subsequently passed away. It was further reported that 57 applications were given: 4b and 8f on the lspv, 4b and 4f on the lipv, 4b and 8f on the rspv, 4b and 4f on the ripv and 17 baskets on the posterior wall. Ejection fraction of the patient was not high nor healthy. The patient was in af. He then went into 1:1 flutter during the procedure. The doctor decided to cardiovert the patient. After that, sinus return was complicated as the rhythm was very low. Cardiac massage was given with an injection of noradrenaline. The rhythm then returned thanks to the noradrenaline. Finally, an av block appeared during the procedure. At the end, av block and again cardiac arrest. It had been planned to stop the massage after a few minutes in case of complications.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected: d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, boston scientific's investigation determined that the cardiac arrest, arrhythmia, atrial flutter, bradycardia, and heart failure leading to death are known inherent risks of use of this device. There was no evidence the incident was related to the performance of the farawave catheter. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. There were no product performance issues reported during the pfa procedure. Labeling review: the device was used for persistent atrial fibrillation, this is considered off label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. However, there is no indications that this unintended use of catheter contributes to the patient death at this time. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac arrest, arrhythmia, atrial flutter, bradycardia, and heart failure are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the boston scientific concluded that the reported event of cardiac arrest, arrhythmia, atrial flutter, bradycardia, and heart failure were known inherent risks associated with the use of the farawave catheter. The cardiac arrest, arrhythmia, and heart failure are known and anticipated procedural complications associated with all minimally invasive cardiac procedures (including ablation for atrial fibrillation) and are addressed within the IFU for the farawave catheter. The patient complications during the procedure were likely related to the patient's existing comorbidities (permanent atrial fibrillation for 20 years, heart failure with low ejection fraction), and the physician reported that this was a "last chance procedure" for this patient. Death is an expected procedural complication addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation.. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. A pulsed field ablation (pfa) procedure to treat a permanent atrial fibrillation was performed with a farawave catheter. The patient had heart failure and a very impaired ejection fraction pre-procedure. The procedure started, the patient was in atrial fibrillation (af) and vitals were stable. During the procedure, the af slowed and the patient eventually went into 1:1 atrial flutter and the patient was shocked. The sinus rhythm was restored but was slow due to the sinus mode that had difficulty in recovering. The physician and nurses had to massage the patient and give noradrenaline to help the recover. The procedure was continued, but after a few minutes the rhythm decelerated and the patient went into av block. Cardiac massage was given for a few minutes but the patient did not recovered. A total of 57 applications were given.